Manufacturer narrative:
The peritonitis occurred on an unknown date in 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. Treatment and patient outcome were not reported. On an unreported date the pd catheter was removed due to peritonitis. No additional information is available.